Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient suffered a fracture from falling and went to the hospital. The data transmission of the implantable pulse generator (ipg) from the remote monitor sent the wrong name of the patient with the wrong data. The physician was confused from the notes on the paperwork. The device remains in use. No further patient complications have been reported as a result of this event.